Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening. It is reasonable to conclude that the loosening was the cause of the patient's pain.

Manufacturer narrative:
. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address stem loosening. It is reasonable to conclude that the loosening was the cause of the patients pain. Doi: (B)(6) 2011 dor: (B)(6) 2013 (right hip). Update rec'd 10/22/2013: revision operative records were received. Records indicate upon revision osteolysis was found in the hip joint. The liner is being added to the complaint. This complaint was updated on 11/15/2013. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-(B)(4) appendix a. Medical records were obtained. M a medical perspective, based on the information available, it is unlikely the complaint is product related. Any total hip arthroplasty has a risk of failure and the risks for an individual are an unpredictable combination of patient, surgical process, surgical procedure and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.